Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage-battery compartment threads) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/01/2015. Product analysis: the device was returned and evaluated by product analysis on 11/16/2015 with the following findings: the battery life complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a battery life issue. Two battery compartment cracks were observed; the compartment threads were damaged. A battery cap was not returned with the pump. A test cap was used for investigation. The pump¿s electric current draw was found to be within specification. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, an intermittent power condition was observed during investigation.